Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 degenerative mitral regurgitation (mr) and a prolapsed anterior leaflet for a mitraclip procedure. During the procedure, while establishing the grasping arm angles it was identified that one of the grippers would not descend. Troubleshooting was performed and it was unsuccessful as the gripper would not move. The mitraclip was removed from the patient and a replacement mitraclip was selected. The procedure was discontinued, the final mr was grade 1. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.